Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller calling to inquire why the pump alarm keeps going off when they are infusing her antibiotics. Nurse is not flush PICC prior to starting the infusion. Patient stopped infusion and flushed and aspirated PICC without issue. Patient started the infusion and the alarm stopped." Ms&s response: "informed caller that she contact the home health nurse to assess the PICC line. The nurse or doctor may need to administer tpa to help dissolve fibrin that may be occluding the PICC catheter. Suggested she contact another home health nurse/agency if she lacks confidence in the current nurse or she could call the doctor to assess the catheter."